Event description:
Approx 9 months following injection with bellafill, granulomas have formed at each site. These granulomas require constant treatment with steroids injected at each of the injection site. The granulomas continue to grow back. "Did the problem stop after the person reduced the dose or stopped taking or using the product: no, did the problem return if the person started taking or using the product again: doesn't apply."